Manufacturer narrative:
D10 concomitants: (B)(6), 320-38-03 - equinoxe reverse 38mm humeral liner +2.5 (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6), 320-38-03 - equinoxe reverse 38mm humeral liner +2.5 (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-00 - eq reverse torque defining screw kit , (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-01 - eq rev glenoid plate , (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised approximately 8 months post initial operation. Patient presented with stiffness due to heterotopic bone growth. The old liner was in good condition, but the surgeon had to remove it to get to the bone formed around the back of the glenoid. The surgeon implanted a new 38mm, 2.5mm liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The cause of the patient¿s heterotopic ossification and subsequent loss of range of motion following the tsa that resulted in an additional surgical intervention reported cannot be conclusively determined; however, it may be related to patient conditions, to the surgical procedure, or a combination of the two. However, the failure could not be confirmed and relevant clinical information was not provided. The event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.